Event description:
The patient suffered a hemorrhage while the neuroform ez was being placed via the posterior communicating artery horizontally across both p1 segments to treat a basilar tip aneurysm. The contralateral p1 was difficult to catherterize and the superior cerebellar artery was entered with the wire and microcatheter several times. The stent was deployed. Despite no obvious procedural perforation or contrast extravasation, the patient had asymmetrical pupils while emerging from anesthesia. Emergent CT showed diffuse sah; the patient did not recover and died four days later. Exact date of death was not reported in the article. No additional information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, hemorrhage and death are noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated procedural complications.

Manufacturer narrative:
Event date: it was reported in the literature article that the reported event occurred in a series of patient treated with neuroform 3 or neuroform ez between jan-2010 and dec-2011, therefore the exact date of the event is unknown. Device remains implanted.

Event description:
The patient suffered a hemorrhage while the neuroform ez was being placed via the posterior communicating artery horizontally across both p1 segments to treat a basilar tip aneurysm. The contralateral p1 was difficult to catheterize and the superior cerebellar artery was entered with the wire and microcatheter several times. The stent was deployed. Despite no obvious procedural perforation or contrast extravasation, the patient had asymmetrical pupils while emerging from anesthesia. Emergent CT showed diffuse sah; the patient did not recover and died four days later. Exact date of death was not reported in the article. No additional information was provided.